Event description:
It was reported that there was a breakage of the drain tube that occurred when the drain was grasped by forceps during the initial placement of the drain. The broken drain tube was removed from the pt endoscopically. The pt had a total prostatectomy performed that required drain placement. There were no pre-existing pt conditions that may have caused or contributed to this event. No problems were noted when placing the drain. No perforations were made or sutures used when placing the drain. It is unk if the drain was checked during closure for free motion. No resistance or other difficulties were noted when pulling the trocar through. No x-rays were made to verify placement. The break was located 5mm from the tip. The break was jagged and indicated the drain had been torn. X-ray found the drain was broken right after placement of the tube. The surgeon thinks the drain was grasped too much with forceps and broken during procedure. After the drain and broken portion were removed, another drain was replaced. No further complications were reported.

Manufacturer narrative:
Received entire drain broken into two pieces. The drain section that detached inside the pt measured 5mm on one side and 10mm on the other side. The remainder of the drain and the drain tubing was also returned with the trocar still attached. The sample was examined under magnification and tooth marks from the forceps were evidenced in the torn area. The broken surface had jagged edges which is indicative of excessive force having been applied to the drain beyond its tensile capabilities. There was nothing noted in the returned partial sample that showed any mfg related deficiencies. The drain was tested for break strength and was found to exceed minimum specification requirements as defined in the international standard for surgical drains. The drain was measured and found to meet the dimensional requirements of the specifications. No potential cause of the reported issue was found in the mfg process review. Drains are assembled under a qualified mfg process; q.a. Performs visual inspection to verify that there are no cuts or tears on the surface of the tube and performs a break strength test. Incoming quality control records review for this part did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. Standard labeling provides info on how to avoid drain damage and states that surgical removal may be necessary if drain is difficult to remove or breaks. The investigation concluded the breakage was due to post mfg damage of use of forceps and excessive force having been applied when initially placing the drain inside the pt's wound. Baseline report previously filed.